Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received treatment at a hospital for hyperglycemia, which was caused by e4 occlusion errors. She changed the infusion set following the e4 error, but the error reappeared when she started the infusion device. She felt sick and sleepy, and her blood glucose monitor read "hi" mg/dl. She drank fluids and was transported to the hospital by her mother at 9:00 p.m. Her blood glucose on the hospital monitor was in the 400-500's mg/dl. She was treated with IV fluids and an injection of long-acting insulin. She was not admitted to the hospital and left about 6 hours later. She started her backup infusion device using a new cartridge and infusion set and has experienced no further concerns. Her normal blood glucose range is 90- 230 mg/dl. She was unsure what caused the e4 errors and was unable to troubleshoot the infusion device. The infusion set, cartridge, and adapter were requested for evaluation.